Event description:
It was reported the patient had fallen. After the fall, the pt began to experience rib stimulation and inadequate coverage. X-rays revealed the patient's lead had migrated. As a result, the pt's lead was repositioned on (B)(6) 2012. Repositioning the lead resolved the patient's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.